Event description:
It was reported that during an unknown procedure, the instrument had the white part in teflon that broke and been completely removed from the instrument but didn't fell into the patient. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported. No device is being returned.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.